Manufacturer narrative:
Date of event: exact date unknown, 2 months following implant. If explanted, give date: not applicable as the lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. A review of the manufacturing records was performed. There were no nonconforming materials reports. There were no associated nonconformity material reports. The sterilization batch was released and there were no non-conformances. There were no environmental monitoring related non-conformances when the lenses were manufactured. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was initially reported that a physician had five (5) patients that experienced cystoid macular edema (cme) after implantation of an amo intraocular lens (iol). This report is for one of these patients who experienced cystoid macular edema (cme) two (2) months after implantation of a zct225 16.5 diopter intraocular lens (iol) in the left eye. The actual incident date was not provided. Type of operation left phaco with iol implant. Target refraction -0.25. Refraction achieved: plano/-0.50x43. Best corrected visual acuity post-op at one (1) month: 20/15. Post-op optical coherence topography (oct) macular thickness: 315um (unit of measure). The doctor did not know the cause of cme. The vision after surgery was perfect in the patient. No obvious signs of inflammation or discomfort were noted. No potential risk factor for cme was noted. The doctor found the cme based on the post¿op optical coherence topography (oct) results. The doctor usually prescribes voltaren eye drops for 1 week after surgery. He uses 0.1% prednisolone drops for 1 month after surgery. Since the occurrence of cme, the doctor extended the voltaren eye drops dosage to 1 month. The case resolved after treatment with voltaren eye drops. No further information was provided.

Manufacturer narrative:
The manufacturing record review indicates that the sterilization batch was released with no nonconformances. There were no associated nonconformity material reports with respect to the production order. There were no environmental monitoring related nonconformances within the production order timeframe. There were no process and/or material changes within the production order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Outcomes attributed to adverse event: both - required intervention and other serious are chosen. All pertinent information available to abbott medical optics has been submitted.